Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that during procedure, the tip of the probe broke off inside the patient. The procedure was converted to open surgery in order to retrieve the broken tip.

Manufacturer narrative:
(B)(4). The device manufacture date is unknown. Alleged failure: tip broke. Probable root cause: non-conforming component, poor assembly process, misuse. Use error: the product was not returned for investigation; therefore, the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during procedure, the tip of the probe broke off inside the patient. The procedure was converted to open surgery in order to retrieve the broken tip.